Event description:
The reporter stated the surgeon attempted to use a aq5010v three piece silicone lens. The surgeon noticed the loop haptic was kinked/bent when lens was removed from the lens tray. Reporter stated the lens was received damaged. There was no pt contact.

Manufacturer narrative:
(B)(4) (lens received damaged), (B)(4). Evaluation: method: lens work order search. Results: (other): visual inspection of the returned product found one loop haptic is bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. (B)(4).